Event description:
The event was reported by a consumer from (B)(6): "received a call from (B)(6). It appears that the sapphire may be under delivering antibiotics with the intermittent therapy. IV bag is a 500 ml nacl with 18 ml of antibiotic medication added resulting in 518 as prescription for programming. Upon completion of 24 dosing regimen the device registers 516.7 as volume infused. IV bag has over 140ml left in bag. Pharmacy measured a few 500 IV bags for overfill and results are app 545 and 560. The above is happening with each prescription on the pump and on more than one device. She agreed with my suggestion to run a pump on monday in her department with the same prescription to see if it repeats. The overfill in a baxter IV bag is similar to ours at 10 percent plus or minus. If it repeats itself we may have an issue with intermittent as there appears to be no similar feedback with the pca and epidural therapies. Did this only happen to 1 occasion? No each and every time a patient is on a pump. For example recently a patient was on a cephalosporin requiring daily return to hospital. Each time there was more than 100 c/c left in bag as residuals were captured. Same for patient on a weekly therapy. Presently there is only one patient on an intermittent therapy that is a weekly. Does the patient get the medication through PICC/central line? Is it a valved PICC line? Yes it is a baird valved PICC. What was the last time that line was checked for patency? Similar situation happened in tpn and line had migrated which explained the under delivery. Daily if patient is a daily return, weekly if that therapy. Delay in therapy: unk. Need for medical intervention: unk. Additional information received on (B)(6) 2015: our patient returned her bags and the largest remaining quantity was 126 ml and the smallest quantity was 115 ml which is consistent with what ambulatory care was telling us. We need to have the pumps work so there is less than 40 ml left in the bag. This shows that we do have a problem, the question is "what is the problem"? I had the opportunity to talk to both patients today in ambulatory care. They both told me that they had significant numbers of air alarms and to improve that, they started to hang the bags (esp during the intermittent dosing portion) in order to decrease the alarms. They told me that there is air in the line and in the bag when the pump alarms.

Manufacturer narrative:
(B)(4)